Event description:
It was reported that during the voltage checks performed by the customer, the solenoid driver board for the cs300 intra-aortic balloon pump (iabp) had failed the checks and was unable to be adjusted. It was noted that tp2 and tp5 were below factory specifications. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. The customer's biomed has advised that the solenoid driver board was replaced and noted that the iabp unit then passed checks. The iabp unit was fully operational and returned to use.

Event description:
It was reported that during the voltage checks performed by the customer, the solenoid driver board for the cs300 intra-aortic balloon pump (iabp) had failed the checks and was unable to be adjusted. It was noted that tp2 and tp5 were below factory specifications. There was no patient involved and no adverse event was reported.